Event description:
It was reported that the plunger of a control syringe component "snapped off."

Manufacturer narrative:
It was reported that the plunger of a control syringe component "snapped off" while a resident physician was injecting local anesthesia. The reporting facility indicated that all broken pieces of the control syringe were accounted for. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A sample was returned for evaluation. Upon inspection of the device, it was seen that there appeared to be excessive force applied to the top ring of the control syringe, which was shown by the stretch marks at the fracture lines on the syringe. It also appears that the pressure was exerted when the plunger was slightly pulled out, likely less than 1ml volume, causing the rounded fracture on one side. The root cause was determined to be use related where excessive force was placed on the component in the incorrect direction. Due to the reported problem/issue, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.